Event description:
Same case as MFR report # 2134265-2008-00665. It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The 99% stenosed, calcified, target lesion was in the left circumflex (lcx). There was a 90 degree angle from the left main trunk to the ostial lcx. A 2.0 x 15mm non-bsc balloon catheter was used to predilate the lesion. A 2.5x13mm non-bsc drug eluting stent (des) was unable to reach the lesion. A 2.5 x 16mm taxus express2 des was unable to reach the lesion. During these attempts, the lesion was predilated several more times. Parallel wire technique was used to provide more support while attempting to reach the lesion with a stent. When the 2.5x16mm taxus express2 des was removed from the patient, both ends of the balloon appeared to be "expanded a little" with the stent having an "hour-glass" shape. There had been no attempts made to inflate the stent balloon. The procedure was continued with a 2.5x12mm taxus express2 des. Over a 30 minute time period there were several attempts to advance this stent and several more balloon dilations performed with the previously used non-bsc balloon catheter. A dissection was noted and the procedure was completed with a non-bsc bare metal stent. There were no additional patient complications reported with the patient's current condition listed as good.